Event description:
The customer contact reported a leak. On an unspecified date, it was reported that an unspecified volume of solution leaked after manual filling of the vial at the user facility. The customer contact reported that the vial was filled with an unspecified concentration of dilaudid when solution leaked from under the flange on the injector of the vial. Though requested, no add¿l info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.